Event description:
Prior to treatment, rptr was assisting the physician to test the device. During testing, the radioactive pellets got stuck in the catheter and would not return into the device. They tried a number of times to get the pellets back in and was successful only after the second attempt. They concluded the device was not safe and was removed from svc. They had to replace with a similar device which did not fit properly. The procedure was therefore postponed, since device could not be used on the pt.